Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in greece underwent a procedure for the re-placement of a jejunal (peg-j) tube. On (B)(6) 2020 it was reported that due to worsening granuloma in the stoma area, the peg-j was removed by the gastroenterologist. During removal of the intestinal tube, a bezoar and multiple knots were observed. The patient will remain without the peg-j until the stoma site heals and will then be re-placed. An nj was placed and the patient will receive duodopa from the nj until the peg-j re-placement. The stoma site shows no infection; only the granuloma is present. The patient was not hospitalized.

Manufacturer narrative:
Reference record: (B)(4). The y-connector, click adaptor, peg-tube, and j-tube were returned. The peg and j tubes were received cut into two pieces. This damage likely occurred when the tubing was removed from the patient and would not contribute to the reported event. A visual inspection was performed. A bezoar was present on the pigtail of the j-tube surrounding a knot in the j-tube. The probable cause for the knot in the j-tube could be due to natural movement in the body. Knotting and bezoars are known complications of use of the device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.